Event description:
According to the dealer who reported the complaint; "the incident was due to caregiver carelessness. The incident occurred during full assist transfer, pelvic belt was doff, and caregiver thought the release cables engaged the wheel lock system. The caregiver has taken full responsibility."

Manufacturer narrative:
According to the dealer who reported the complaint; "the incident was due to caregiver carelessness. The incident occurred during full assist transfer, pelvic belt was doff, and caregiver thought the release cables engaged the wheel lock system. The caregiver has taken full responsibility." We are reporting out of an abundance of caution as we were not able to determine whether the injury required hospital admission and therefore met the requirement for serious injury.